Manufacturer narrative:
(B)(4) this report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due to an unknown reason.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Review of the device history records identified no deviations or anomalies. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the tibial component. Primary operative notes indicate the patient underwent left tka due to severe degenerative joint disease. The final components were implanted using cementless techniques and were noted to have excellent stability through range of motion and well-balanced gaps. The surgeon noted no intraoperative complications. Operative notes from the revision surgery indicate mechanical loosening of the tibial component. The femoral and patellar components were noted to be in good position and were not revised. The surgeon noted that there was 50% fibrous ingrowth on the back side of the tibial component. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
Concomitant medical products: femur trabecular metal cruciate retaining (cr) standard porous, p/n 42502807001, l/n 62497731; articular surface fixed bearing ultracongruent (uc) left 10 mm height, p/n 42512200610, l/n 62366409. The returned information does not affect the previous investigation as the root cause is still associated with the design of the device detailed in CAPA (B)(4).